Manufacturer narrative:
E1: name: tandem country: united states of america address ¿ line 1: 11045 roselle street address ¿ line 2: suite 200 city: san diego state, province or territory: ca post office or zip code: 92121 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient faced an event where infusion set fell off during use and replaced infusion set and resumed insulin deliveries successfully on (B)(6) 2026